Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device has not been returned to the repair department. Therefore, it cannot be determined whether the device satisfied the performance specifications. It cannot be confirmed whether the product was used for treatment or diagnosis. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the spare lamp (emergency lamp) of the light source would come on during a case and the main lamp would turn off. It is unknown when the issue occurred during. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.